Event description:
There was an allegation of questionable phosphorus results for 1 patient sample and questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. Sample 1: the initial phosphorus result was 1.9 mg/dl, and the repeated result was 3.7 mg/dl. Sample 2: the initial calcium result was 6.85 mg/dl (obtained on another module). The sample was repeated on the alleged c702 module (serial number (B)(6)), and the results were 0.69 mg/dl and 7.16 mg/dl.

Manufacturer narrative:
The calcium reagent lot number is 89895601 with an expiration date of 30-nov-2026. The lot number and expiration date for the phosphorus reagent were not provided. The alarm trace showed multiple "abnormal aspiration" and "sample short" alarms. The calibration data showed multiple failed calibrations for calcium in (B)(6) of 2026, but calibration has been stable since (B)(6) 2026. It was noted that the lifetime thresholds of the gear pump head and syringe seal have been reached. The field service representative replaced the damaged/broken hose in the rotor washing station. He checked and adjusted the cuvette washing station. After replacing the hose, all tests and checks produced acceptable results. The investigation determined the issue was due to a combination of pre-analytical issues as well as the damaged hose. The investigation determined that the service actions resolved the issue.